Event description:
Received a letter from an insurance company regarding a scooter that was allegedly involved in a fire.

Manufacturer narrative:
The device is not available for evaluation at this time.a follow up report will be submitted if the device becomes available for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
Received a letter from an insurance company regarding a scooter that was allegedly involved in a fire.